Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away at home on (B)(6) 2024 . No details regarding the cause of death was reported. Log files from the system controller was submitted for evaluation. Additional information regarding the cause of death or details leading up to death was unknown as the patient expired at home. Log files showed that both the 14v batteries and backup battery was drained. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of full battery depletion was able to be confirmed through the submitted log file. At the onset of the event log file, data was recorded with the default timestamp of 01jan2000 and a controller clock corrupt alarm was observed to be active. It was also noted that the controller was connected to partially charged 14v batteries at that time. The 14v batteries were observed to deplete normally, activating low power advisory and low power hazard alarms as expected. After a few hours, the 14v batteries appeared to reach full depletion, and the controller¿s backup battery activated and supported the pump. After ~2 hours of backup battery operation, the pump was observed to stop due to the backup battery approaching full depletion. The controller later reset again with the default timestamp, when the white power cable was observed to be reconnected to a mostly depleted battery. Within a few seconds, the pump resumed operation as expected. The 14v battery was observed to fully deplete after ~4 minutes of the controller reset, and the backup battery again fully depleted ~2 minutes after that. The next time that the controller was powered on, it was noted that the driveline was not connected. Provided information indicated that the patient had passed away at their home during this event. The heartmate 3 system controller (serial number: (B)(6) was not returned to abbott for evaluation. The root cause of the clock being reset before the observed battery depletion cannot be conclusively determined through this analysis, and the root cause of the observed battery depletion cannot be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power, pump off, and controller clock not set alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains that a pair of new, fully charged 14v batteries provides up to 17 hours of support and explains how to check the battery life by using the on-battery power gauge button. The user is also informed on how to properly exchange their 14v batteries for new batteries or to a different power source such as the power module or mobile power unit. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ states, ¿do not use batteries to power the system when the patient is sleeping. The patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms¿. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.